Event description:
Event description cpi received information that during a routine replacement of an implantable cardioverter defibrillator (ICD) this large patch lead was was capped. The physician found blood in the lead and elected to cap and replace all the leads with an endotak lead.